Event description:
A craniotomy was being performed with the use of a mayfield skull clamp when the pt slipped. The pt had not been repositioned prior to the slippage, she slipped on the original positioning and was then repositioned. The surgeon repositioned the clamp and she slipped again causing the laceration. The laceration required stapling. The surgery was delayed for 10 minutes. She did recover. Adult mayfield reusable skull pins were used during the procedure (no lot #). A stereotaxy device was not being used during the procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.